Manufacturer narrative:
H10: internal complaint reference case: (B)(4). H3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The anchor and sutures were not returned. The distal tip of the inserter is bent, and there is debris on the device. A functional evaluation of the device found that the torque limiter functions as intended. Without the requested clinical information the reported events could not be further assessed. The footprint suture anchor is implantable, biocompatibility is not an issue. There is potential risk for corrosion and local irritation, migration, tissue inflammation, and/or pain. No further clinical/medical assessment is warranted at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Correction in h6 (health effect - impact code).

Manufacturer narrative:
Internal complaint reference (B)(4). H6: clinical code updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during arthroscopy procedure, the footprint ultra pk suture anchor 4.5 the anchor did not work, the sutures were released after introducing the anchor together with the sutures inside the patient. The anchor stayed inside the patient's bone. The procedure was successfully completed without significant delay using a backup device. No patient injury or other complications were reported.